Event description:
There was a pinhole that led to material leakage from a pl120n cell culture bag following removal of the bag from incubation. This leakage led to the batch of product to be terminated and a subsequent delay in patient treatment greater than 24 hours.